Event description:
A nurse reported that a pt was diagnosed and hospitalized on (B)(6) 2014 with uncomplicated peritonitis without allegation of device malfunction. The nurse stated the pt's catheter had separated during a previous treatment several days prior to hospitalization, which she indicated likely caused the peritonitis. The occurrence date the catheter separated was unk. The nurse stated the pt was completing hemodialysis treatments while in-hospital, and was to continue completing hemodialysis treatments upon discharge until cleared by the pt's doctor to resume peritoneal dialysis (pd) treatments. Pt medical records have been requested.

Manufacturer narrative:
Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market surveillance department has requested medical records and investigations are pending. A supplemental medwatch report will be submitted when medical records are received. The device was not returned to the MFR for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.